Event description:
Reporter states she has received a notice letter from dexcom on may 12th, 2025 and that she is reporting per their instructions on behalf of her sons device. She states that her son has had no known issues with his device.